Event description:
Boston scientific crm received information that this implantable transvenous right ventricular (rv) defibrillation lead was repositioned due to loss of capture at 7.5 volts.

Manufacturer narrative:
No adverse events were reported.